Event description:
The caller reported that the tracheostomy tube broke in two pieces where the flange connects to the 2 knobs. The caller stated there were no signs of scratches or anything on the tracheostomy tube that they could see. The caller stated this happened and was discovered about 4:00 am. The caller stated the tube was in about 2 days and they sutured it to the flange and to the pt. The caller stated the pt was re intubated five days later, and they did not save the tracheostomy tube.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number.